Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip (80813u167) referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the increased mitral regurgitation, tissue damage and clip deployed on one leaflet and chordae. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mr with a grade of 4. One clip (80813u165) was implanted, reducing the mr to 3-4. On (B)(6) 2019, a second procedure was performed. The mr had returned to 4. It was noted that the initial clip had been deployed on the anterior leaflet and posterior chordae. The posterior leaflet was extremely short and possibly torn. The cds (80813u167) was advanced to the mitral valve; however, when establishing final arm angle (faa), the clip opened 30-40 degrees. Faa was tested again, but the clip opened 30-40 degrees. The clip was not implanted and the cds was removed. A new cds (80914u150) was advanced to the mitral valve and grasping was difficult due to the anatomy. The clip was deployed; however, the mr remained at 4. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported mitral regurgitation and tissue damage could not be determined in this incident. The reported foreign body in patient appears to be due to procedural circumstances as the clip was noted to be deployed on anterior leaflet and posterior chordae. The reported patient effects of mitral regurgitation, mitral valve tissue damage)and failure to delivery mitraclip to the intended site are listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.